Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. E1: initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a cage used for posterior fixation. Levels implanted was th4-l5. Preoperative diagnosis of this surgery was scoliosis. It was reported that the cage has come loose to the extent that it is piercing into the muscle. Procedure performed was revision surgery due to dd dislocation. Medtronic products were not involved in the initial surgery happened on (B)(6) 2019. Reoperation planned as a result of the event on (B)(6), 2025 and during the reoperation will undergo dd removal and autologous ilium transplantation. Patient symptoms are unknown. There were no further complications that were reported. Additional information was received from the manufacturer representative that the cage was coming out so much that it was stuck in the muscles. Patient was not recovered yet. The postoperative condition after additional surgery which happened on 31(B)(6) 2025 was unknown. During the additional surgery, dd was removed, the autologous iliac bone was transplanted, and the operation was completed.